Manufacturer narrative:
Name: tandem. Country: united states of america. Street: 11045 roselle street. City: san diego. State: ca. Zip code: 92121. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced an insulin flow block alarm, which led to high blood glucose. The patient was hospitalized and treated with 10 u of rapid insulin administered intravenously, along with saline and insulin fluids on (B)(6) 2026.